Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident state that a screw was found on the drapes and had come from the port. The valve seal was intact, and the locking collar was broken. The balloon appeared intact. The balloon was inflated and did not demonstrate any leaks. The locking collar did not function properly due to being broken. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to broken locking collar, the reported condition was confirmed. Replication of the broken foam grip assembly may occur from excessive force being applied to the clamping mechanism. The file will be closed as a handling rough. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A review of complaint data reveals no trend for a device related failure for this condition.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter at the end of a procedure a screw was found on the drapes and after investigating it was apparent that this came from the port. It was also reported that no adverse event occurred to the patient, no other information is available.